Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor position encoder error. Customer stated it was the sixth time this occurred to them. The customer's blood glucose was between 250-300mg/dl, treated with pump. Customer declined to troubleshoot for high blood glucose. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify motor position encoder error alarm or perform the self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. However, the insulin pump passed the stop current and run current tests. The insulin pump was received with cracked case at display window corner and minor scratched display window.